Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the tubing transfer set had disconnected from the cannula headset while the patient was sleeping at night. The reporter stated this occurred "several" times and it only occurred when the patient used his outer thigh as his puncture site. The patient's blood glucose level was elevated to 24 mmol/l when this occurred. No adverse event reported. Return of the infusion set was requested for evaluation.